Event description:
It was reported that approximately 75 mins into a da vinci s hysterectomy procedure, the customer experienced unrecoverable system error code #23002. The site tried to clear the system error code by selecting fault override multiple times, as well as, restarting the system; however, the system error code #23002 recurred during homing. With the assistance of an isi technical support engineer (tse) the site exercised the master tool manipulator (mtm) grip, overrode the fault and was able to complete homing the system. The instruments were inserted and the surgeon took control of the mtms; however, the system error code #23002 immediately returned. The tse had the site emergency power off the system, yet the error persisted upon start up. After approximately 45 mins of troubleshooting, the surgeon decided to convert to traditional laparoscopic surgical techniques to finish the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #23002 was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the pt from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml), and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #23002 appears when the da vinci s safety system determines that the position of one or more robotic joints on the specified manipulator, as measured by the joint's primary control sensor (encoder ) and the secondary sensor (potentiometer), were beyond mechanical limits. Upon determining this condition, the safety systems put da vinci s in a "recoverable safe state." The mtmr was returned to isi for failure analysis investigation. Engineering evaluation found an axis potentiometer to encoder assembly had malfunctioned. This malfunction was found to have generated the system errors experienced by the customer. As of the (B)(4), there have been no reported recurrences of the issue at this hospital.